Manufacturer narrative:
Product ID: 37751, serial# (B)(4), product type: recharger. Analysis of the recharger (serial# (B)(4) ) found the recharger was scrapped due to bad leaded recharge board. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient went to charge the ins but could not charge because the recharger (insr) was not powering on. The patient stated they needed to charge because they were not feeling stimulation anymore. The patient said they called their rep and they tried to perform a reset on the insr but that did not resolve the issue. Repair noted that the patient said the insr screen was blank even after a reset. A replacement insr was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.